Event description:
New information received notes that the pacemaker was explanted and replaced, and the right ventricular lead was capped and replaced on (B)(6) 2024. Patient condition was not provided.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited noise. No intervention was performed. Patient condition was stable, and the patient would continue to be monitored.

Event description:
New information received notes that the right ventricular lead was oversensing the noise.

Event description:
Related manufacturer reference number: 2017865-2024-00181. Related manufacturer reference number: 2017865-2024-00182. New information received notes that the noise recurred on the right ventricular lead. Additionally, the pacemaker and the right atrial lead also exhibited noise. No intervention was performed. Patient condition was stable.